Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system won't shoot 3d ad upon booting up, the lift and shift system would active on it's own. Examining the logs showed that the pendant firmware was corrupted. Firmware was reloaded and, the imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site was having difficulties completing the spins. On the first attempt that they would spin, it would not start so they had to do a hard restart after the hard restart, they attempted to take a spin again and it failed after the first images. They were using the hand-switch and foot-switch. The site was able to get one spin completed but had to bring in another imaging system to complete the spin. There was no patient present when this issue was identified.